Event description:
It was reported that the patient experienced urine leakage when coughing or lifting heavy objects and required the use of pads. The patient went to the hospital one month before surgery and the artificial urinary sphincter (aus) was examined. The cuff was replaced and downsized from 4.5 cm to 4.0 cm. The patient improved after surgery and pads are no longer needed.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced urine leakage when coughing or lifting heavy objects and required the use of pads. The patient went to the hospital one month before surgery and the artificial urinary sphincter (aus) was examined. The cuff was replaced and downsized from 4.5 cm to 4.0 cm. The patient improved after surgery and pads are no longer needed.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific was unable to confirm the reported sizing issue and the urinary incontinence; the device performed within specifications. The reported patient symptom is a known risk associated with artificial urinary sphincters and is noted as such in the device instructions for use. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no damage or irregularities that would affect the functionality of the cuff component. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptom of urinary incontinence was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.